Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 in dwell 1 of 4 on the homechoice (hc). The home patient (hp) had disconnected before but forgot to close clamps and did not press stop. The technical service representative (tsr) had the hp cycle power to se 2367, then tsr had hp cycle power to press go to start and instructed the hp to disconnect and remove the cassette. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and was determined to be use error, due to the home patient (hp) disconnect. Per the baxter homechoice operator's manual, users are instructed the correct disconnect procedure. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.